Manufacturer narrative:
(B) (4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve, no definitive conclusions can be drawn about the performance of the valve.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 8 months, was explanted due to pannus. It was reported that the valve was replaced with another 27 mm valve with no pt complications; however, the pt died the day after re-operation. It was reported that the death was not related to the valve or the procedure.